Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-14052 and MFR. Report # 3005099803-2013-14062). It was reported to boston scientific corporation that a wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-14062) was implanted in the duodenum during a stent deployment procedure performed on (B)(6) 2013. The indication of stent implantation was treatment of a malignant stricture in the duodenum. It was reported that the patient's anatomy was not tortuous. Following stent implantation, the patient¿s condition was reported to be good and the patient underwent chemotherapy treatment using cisplatin and ts-1. On (B)(6) 2013, another wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-14052) was implanted during a stent-in-stent placement procedure. The stent was implanted to treat tissue ingrowth of the previously implanted wallflex duodenal stent (exact date ingrowth was noted is unknown). The proximal end of the second stent was placed approximately 1.5cm distally from proximal end of the first stent. Chemotherapy treatment with paclitaxel was started after the second stent implantation on (B)(6) 2013, the patient experienced abdominal distention and pain. A computed tomography (CT) exam noted free air, and a perforation was confirmed. The perforation was located where the two stents are overlapping, near the superior duodenal angle which was straightened by the axial force of the stents. The physician chose to conservatively treat the perforation by placing a nasogastric tube and prescribing meropenem hydrate and omeprazole. According to the physician¿s assessment, both stents contributed to the perforation. On (B)(6) 2013, a radiographic contrast enema was performed and a leak was no longer noted. In the physician¿s assessment, the perforation may have closed. The patient¿s current condition is reported to be under observation.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device remains implanted; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent occlusion due to tumor in-growth through stent and perforation are listed in the dfu for this product as potential post stent placement complications related to the use of this device. Therefore, the most probable root cause classification of the investigation is anticipated procedural complication.